Manufacturer narrative:
E4. The initial reporter also notified the FDA on jan, 2024. Medwatch report # (B)(4). No product or photo was returned by the customer. The customer complaint of plastic tip broke off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached plastic tubing tip broke in central line, central line needed to be removed and replaced.

Manufacturer narrative:
The customer reported tubing broke in central line, and returned one used sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had a fracture at the very tip of the male luer, and the complaint was verified. The manufacturing site reviewed their process and any previous similar issues, but the root cause for the tip damage could not be found.

Event description:
Material # 2426-0007 batch # unknown it was reported by customer that plastic tubing tip broke in central line, central line needed to be removed and replaced. Verbatim: rcc received a complaint via email. Email(s) attached plastic tubing tip broke in central line, central line needed to be removed and replaced. Product number - 2426-0007.